Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-may-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient had stopped feeling stimulation at their normal setting of 4.1 ma. They had to increase the intensity to 5.8 volts (v), and during the call with patient services, they confirmed they could feel stimulation at 6.1v. They also reported that they "didn't feel right", and reported that they felt stimulation in their right leg, which wasn't normal. Additionally, as of (B)(6) 2019, their left leg was feeling almost numb. They were redirected to see their doctor. The patient reported they would talk to their hcp about this. Additional information received from a manufacturer representative (rep). It was reported that the patient's lead migrated at some point and a revision was needed. A revision occurred on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that when the patient was reprogrammed, it was making it worse and patient was in more pain from zapping than from her back pain. Caller reported the patient met with the rep probably 20 times. Caller stated the patient would turn it off by the time she got home because she could not stand that electricity running down her legs, it hurt so bad and patient got no relief going up her back if it helped her legs then back was bad, so she would be shaking. Patient moved and about 2 weeks later she was "white as a ghost". The patient stated it was not helping and she had to turn the machine off because she was in so much more pain. Patient saw an hcp who thought the leads had fell and the implanting doctor did not loop the leads then she had x-rays and scheduled surgery. The hcp did surgery on (B)(6) and moved the leads up like 2 vertebrae and looped them. The caller reported that the new rep spent 2.5-5 hours programming until they were able to set it up right for the patient's leg and back pain. The caller stated that previously the patient could not get out of a chair or sit back down without gritting her teeth because of the pain. Now patient was walking around like she was 70. Patient could stand without crying, sit and roll out of bed without crying. Patient slept for the first time in 50 years without pain down her legs. Additional information was received from the rep who reported the revision was successful after programming patient at 2 week post op visit.